Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error on the integrated electrosurgical unit (iesu). The customer replaced the energy cords and instruments, but the issue remained. The technical service engineer (tse) had the customer power cycle the erbe but the issue persisted. The customer stated that monopolar energy was usable but the bipolar energy was not. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed the reported failure (error on the erbe) was confirmed and reproduced on erbe connected to system. Remote fe showed (25913 c-34 errors on (B)(6) 2025.) Visual inspection: (the bezel is cracked top left corner.) (C-34 error on star and mono coag activation) erbe unit that was placed on golden system and was run in normal mode. The probable root cause is attributed to a lower voltage than expected during energy activation, which may be indicative of a faulty electrical component within the generator. This issue can be resolved by using a backup generator.